Event description:
An attorney reported that his client used thermacare heat wrap version unknown and experienced a burn to their low back. The consumer sought treatment with their physician and was diagnosed with a cellulitis and possible chemical burn. The consumer had several follow up visits to their physician which revealed 3cm open area with necrotic dark center and yellowish discharge and noted three additional wounds/lesions. The consumer was prescribed augmentin as well as dressing changes with wound debridement. The medical records in 2005 revealed that the one sore had drainage and the other lesions were resolved. The plan of care was to continue dressing changes and follow up appointments as needed.